Event description:
It was reported that end user was carrying 3 canned items in basket which was attached to a walker when the basket allegedly flipped over. The basket landed on her foot, cutting it.